Event description:
Customer reported that the insulin pump began to make a humming noise and counted down to six and went blank after changing the battery. Customer stated that the insulin pump had not been dropped or bumped or exposed to moisture and showed no signs of physical damage. He stated that the contacts on the battery cap were not missing or damaged and the battery compartment was not damaged or corroded. Customer was advised to clean the battery cap contacts with alcohol and let dry before reinserting the battery. He stated that the display did not return. The blood glucose reading was 116 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a faulty connector on the mother board. The insulin pump was received with a cracked reservoir tube lip.